Event description:
Item found with particle in piston part, please see attached pictures.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Item found with particle in piston part, please see attached pictures.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a brown particle is between the stopper ribs. A device history review was performed for the reported lot 2307747, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples of the same lot were used for additional evaluation. The products were inspected and no particles or other foreign matter was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment undergoes routine cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The stoppers are provided by an external supplier, it is possible the stopper was contaminated upon receipt at our facility. Without the physical sample to evaluate, we cannot definitively identify what the particle consists of, therefore the specific origin cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.